Event description:
The surgeon inserted a cc4204bf collamer place lens and the lens tore. The lens was removed with no pt injury, no incision enlargement or sutures. The reporter stated the cause of the lens tear was due to loading.